Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found no drawer failures. Customer was able to access and inventory all drawers without issue, also verified that there were no issues with the neighboring pyxis unit. Customer stated that the device had been rebooted prior to arrival and that all drawers were functioning correctly. Customer was able to access the pyxis without any issues, performed functionality testing and confirmed successful operation. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer showed that the device was not detected on the bus. It was fixed, but it may fail again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.